Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the pacemaker exhibited episodes of post sensed t-wave over-sensing. No intervention was performed. There were no patient consequences and the patient will be further monitored.